Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a pacemaker exchange the surgeon cut the pacemaker lead, damaging the insulation. The surgeon was able to replace the lead and there was no impact to the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a pacemaker exchange the surgeon cut the pacemaker lead, damaging the insulation. The surgeon was able to replace the lead and there was no impact to the patient.